Event description:
The customer reported intermittent issues with the optia equipment resulting in failure to collect stem cells on pts undergoing transplant related processes, resulting in pts having to undergo an additional procedure on a second machine. This report is for intermittent issues with a device affecting overall performance. A single incident was not identified, therefore no pt info or event date is reasonably known. This report is being filed due to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: a device history record review was performed for this unit. There were no irregularities during manufacturing that were relevant to this issue. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.